Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the distal coupler was displaced, and the nitinol frame was exposed. Additionally, the pellethane tubing was torn and wrinkled. No anomalies were noted when inserting and removing the catheter from a stock introducer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported was displaced electrode and exposed wire could not be determined.

Event description:
This report is to advise of a displaced electrode and exposed wire noted during analysis.